Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be confirmed as the specimen bag was not returned with the event unit. Based on the description of the event, it is likely that the reported event was caused by additional stress being applied to the bag during specimen removal. The instructions for use (IFU) states, ¿do not apply excessive force or attempt to extract a specimen larger than the trocar cannula when pulling the closed specimen bag through the trocar." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic prostatectomy with lymph nodes. Event description: the bag was being used in redeployable mode to bag and remove individual lymph nodes and pull bag with specimen directly through the 1mm trocar ctf33 while trocar remained in the patient. After several successful specimen removals during the case, the last specimen wasn't fitting through the trocar. However, the attempt to pull the bag through the trocar resulted in a compromised bag. The trocar and bag were removed. Trocar was reintroduced. No negative clinical patient impact. Additional information provided by [name] on 30oct2025: it is just the one cd005 unit that malfunctioned. The actual bag was accidently thrown away by the hospital in the cleaning process and only the bag delivery system was cleaned/decontaminated. It was the bag that was damaged, not the delivery system. There wasn¿t any specimen spillage as the bag tore but not where the specimen was located. The bag remained in one piece but tore or gave way in the center of the bag under the pressure of attempting to remove the bag with specimen directly through the trocar, not the incision. It wouldn¿t fit into the trocar. At that point the bag was still connected to the delivery system and the trocar and delivery system were removed simultaneously through the incision. They were using the bag in it¿s redeployable function and not in the final specimen removal of the case through the incision. Intervention: device (bag) was replaced and the case continued. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: robotic prostatectomy with lymph nodes. Event description: the bag was being used in redeployable mode to bag and remove individual lymph nodes and pull bag with specimen directly through the 1mm trocar ctf33 while trocar remained in the patient. After several successful specimen removals during the case, the last specimen wasn't fitting through the trocar. However, the attempt to pull the bag through the trocar resulted in a compromised bag. The trocar and bag were removed. Trocar was reintroduced. No negative clinical patient impact. Additional information provided by [(B)(6)] on 30oct2025: it is just the one cd005 unit that malfunctioned. The actual bag was accidently thrown away by the hospital in the cleaning process and only the bag delivery system was cleaned/decontaminated. It was the bag that was damaged, not the delivery system. There wasn¿t any specimen spillage as the bag tore but not where the specimen was located. The bag remained in one piece but tore or gave way in the center of the bag under the pressure of attempting to remove the bag with specimen directly through the trocar, not the incision. It wouldn¿t fit into the trocar. At that point the bag was still connected to the delivery system and the trocar and delivery system were removed simultaneously through the incision. They were using the bag in it¿s redeployable function and not in the final specimen removal of the case through the incision. Intervention: device (bag) was replaced and the case continued. Patient status: no patient injury indicated.